Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. It was also noted that the blood pressure was not being displayed properly, 220/0, or sometimes not displayed at all. The customer was advised to attempt to aspirate the central lumen but this was not successful. They then attempted to remove the fiber optic and reconnect but this also did not solve the issue. A chest film had been ordered. The customer was advised that another option would be to insert an alternate arterial line such as a femoral or radial. The patient was scheduled for a left ventricular assist device (lvad) the next day and the iab was going to be removed. The customer stated that the patient was stable so they planned to speak to a physician about placing another arterial line or leaving as it was. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID #: (B)(4).

Event description:
N/a.